Manufacturer narrative:
One bivona neo/ped tracheostomy tube with a swivel connector and a tts cuff was received for evaluation. Visual inspection of the returned device using lighted magnification did not identify any defects. The device was leak tested; initially no leaks were visibly, but after extreme manipulation of the neck flange, a slow leak was observed. Using higher magnification, a tiny hole was observed when the neck flange was bent fully. It appears that a tiny air bubble in the adhesive opened when the neck flange was stretched. This likely occurred during fastening the trach ties to the end user. The length of the shaft measured exactly what was printed on the neck flange: 45 mm. To change the length of the device a new template needs to be initiated by the physician. The reported leaking issue was confirmed and determined to be a manufacturing issue.

Event description:
Information was received indicating that a leak was found following placement of a smiths medical portex® bivona® tracheostomy tube. Subsequently, a tracheostomy (trach) tube change out was performed. It was reported that the patient was uncomfortable with the length of the device. No further adverse effects were reported.